Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness and a syncopal episode resulting in them hitting their head on the floor, trauma and a bleed. The patient also experienced bradycardia. It was further reported that the right ventricular (rv) lead exhibited high impedance, non-capture, over-sensing, under-sensing, noise and fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.